Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient's pump was replaced last month for the elective replacement indicator (eri) and the patient was in for their first refill last week. Three days ago the patient started noticing random times of the non-critical alarm going off, including three times today. The hcp checked pump logs and there was nothing in the logs indicating an active alarm. The pump was not at a low or empty reservoir status at the time it was filled yesterday. Agent asked if the explanted pump was given to the patient and hcp confirmed that it was and the patient had it at home. Agent advised to have the patient try to verify if the sound was coming from the explanted pump and reviewed the option to shut that pump down and silence the alarms permanently if they could confirm the old pump was the source of the alarm sound. .